Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the implant of this 30mm mitral annuloplasty ring, the ring was explanted and replaced with a 29mm bioprosthetic valve. The physician reported there was no issue with the ring, but that it did not sufficiently repair the valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient weight added. If information is provided in the future, a supplemental report will be issued.